Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 281 mg/dl and was in diabetic ketoacidosis. Customer went to the emergency room (ER) and was treated with intravenous insulin/saline. At time of the report, customer was in the ER and was waiting to be admitted to the hospital. Contact did not know cause of elevated bg. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.